Event description:
A user facility reported that the hd camera head displayed image failure black coloration; however, the processor was recognized. During a standard service inspection of the customer returned device, a no image issue was observed. This report is to capture the reportable malfunction found at inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a no image issue was observed due to a cable internal defectiveness. The defect was shown to be caused by the customer's mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cabling has failed. Therefore, it was determined that the malfunction of the cable resulted in failure of the image function and the phenomenon indicated [no images] may have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.